Event description:
Additional information received 02jul2021: the site reported the patient died of an unknown cause on (B)(6) 2020. The site has not yet indicated if the event was related to study device or to study procedure.

Manufacturer narrative:
Manufacturer ref # (B)(4). Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturer ref# (B)(4). Due to insufficient information, causal relation between the device in question and the deadly outcome for the patient cannot be confirmed. Therefore, no new investigation was performed. If further information is received this pr will be reopened. Investigation submitted 09jan2020 is still valid. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Manufacturers ref#: (B)(4). Summary of investigational findings: a patient was presented with a thoracic aortic aneurysm. On (B)(6) 2016 (77 days pre-procedure), the pre-procedure imaging was performed. It showed calcification of more than 50% of circumference in main access vessels. Vessel wall thrombosis in the distal aortic neck of more than 50% of circumference was also seen. The maximum aneurysm diameter was 87 mm. On (B)(6) 2016 the tevar procedure was performed. Two zta devices were chosen to cover the aneurysm. Follow-up CT scan showed a maximum aneurysm diameter of 61 mm and the total length of covered aorta was 330 mm. A follow-up CT scan 944 days after procedure showed an aneurysm diameter of 82 mm and a total length of covered aorta of 320 mm. The comment from the site was: "distal component seems to be further from caeliac trunk than on previous CT scan. A distal extension endovascular surgery was postponed due to a growing ascending aortic aneurysm." Based on the complaint information a clinical assessment was provided by the wce medical advisor. Per clinical assessment zta distal component is designed with barbs for active fixation, however as noted in the event description the patient had a distal neck length of 11 mm only, which is outside the recommended neck length 20 mm according to the IFU. Short necks are associated with compromised seal and higher risk of migration or type 1 endoleak. From the event description it is evident that this case represents true proximal migration (aortic coverage changes from 330 mm to 320 mm) and not aortic elongation. This specific case of proximal migration from the distal fixation in an outside IFU use of zta distal component is assessed to be primarily related to the short distal neck compromising the distal seal/fixation of the device. The case is therefore assessed to primarily be patient anatomy-related. According to IFU key anatomic elements that may affect successful exclusion of the aneurysm/ulcer include severe angulation (radius of curvature 20 mm and localized angulation 45 degrees); short proximal or distal fixation sites ( 20 mm); an inverted funnel shape at the proximal fixation site or a funnel shape at the distal fixation site (greater than 10% change in diameter over 20 mm of fixation site length); and circumferential thrombus and/or calcification at the arterial fixation sites. Irregular calcification and/or plaque may compromise the attachment and sealing at the fixation sites. In the presence of anatomical limitations, a longer neck length may be required to obtain adequate sealing and fixation. Necks exhibiting these key anatomic elements may be more conducive to graft migration. The device history record was reviewed with no evidence to suggest that this device was not manufactured according to specifications. Based on the provided information the likely cause of the event is patient anatomy-related with the device being placed in an aorta with a short distal fixation site. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# pr266166. Blank fields on this form indicate the information is unknown or unavailable. G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404. Registration no.: 3005580113. G5) similar to device under PMA/510(k) p140016. Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to study: migration. At time of enrollment the patient presented with a thoracic aortic aneurysm with taa max diameter >= 6 cm. On (B)(6) 2016 (77 days pre-procedure), the pre-procedure imaging was performed. It showed no circumferential calcifications of main access vessel but there was calcification of more than 50% of circumference. There was also vessel wall thrombosis in the distal aortic neck > 50% of circumference. The maximum aneurysm diameter was 87 mm. Proximal neck diameter was 35 mm and proximal neck length was 25 mm. Distal neck diameter was 33 mm and distal neck length was 11 mm. The characteristics of the proximal and distal neck was both tapered. The primary indication for treatment was thoracic aortic aneurysm. On (B)(6) 2016 the patient underwent surgery due to his thoracic aortic aneurysm. No reportable adverse events were observed on completion angiogram. On (B)(6) 2016 (116 days post-procedure) a follow-up visit showed a maximum aneurysm diameter of 61 mm. The total length of covered aorta was 330 mm. No imaging abnormalities was observed. On (B)(6) 2019 (944 days post-procedure) a follow-up visit showed a CT-scan with maximum aneurysm diameter of 82 mm and a total length of covered aorta on 320 mm. The CT-scan also showed evidence of migration of the distal component. Following comments was made by the site: ¿distal component seems to be further from celiac trunk than on previous CT scan. A distal extension endovascular surgery was postponed due to a growing ascending aortic aneurysm.¿ distance of migration was 10mm and the direction was proximal. Another comment from the site regarding this imaging: ¿ascending aorta aneurysm grew from 52 to 58 mm. Patient was supposed to have bentall surgery but cancelled twice. No bentall surgery or distal thoracic extension endovascular surgery are expected for the moment¿ patient outcome: the patient remains in the study.